Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx0913 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the catheterization on the patient, after the extension tubing of the connector was installed, whether the catheter and the extension tubing being tightly connected was confirmed. When the catheter was gently pulled, it was dislocated from the connection site.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the connector detached from the PICC was confirmed. A supplier related issue may have been a contributing factor in the detachment of the connector from the catheter. One groshong two-piece connector for a 4 fr single-lumen PICC was returned for investigation. The connector was received assembled. No portion of the catheter was observed within the distal end of the connector and no portion of the catheter was returned for investigation. The connector was disassembled and a visual observation confirmed that no portion of the catheter was attached to the connector. The distal connector was sectioned longitudinally. The distal end of the blue compression ring had been pushed into the taper within the distal connector, which is the result of assembling the proximal and distal connector. The length of the blue compression sleeve, the wall thickness of the compression sleeve, and the outside diameter of the metal cannula were within specification. The inner diameter of the distal connector was below the specification limit. This may have affected the proper assembly of the device. The manufacturing facility was notified of this complaint.

Event description:
It was reported that during the catheterization on the patient, after the extension tubing of the connector was installed, whether the catheter and the extension tubing being tightly connected was confirmed. When the catheter was gently pulled, it was dislocated from the connection site.